Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was not reported. The hcp stated that they had a patient in 2017 that had an MRI and the patient¿s motor stall lasted for months then recovered. The hcp could not confirm if a telemetry state condition occurred and had no patient information because she did not have any records at the time of the call and was too busy to look into it. No patient symptoms were reported. No further complications were reported/anticipated.